Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. An amber 3 way foley catheter was returned opened without original packaging. Photo samples were also returned. No damage to the catheter was noted in the photo sample. The physical sample was evaluated. No visual defects were noted. Using a luer lock syringe the catheter balloon was inflated with 50 ccs of di water. The balloon inflated concentrically without issue, after 5 minutes no leaks were noted. The balloon was deflated without issue using a luer lock syringe. The sample meets specification, as it would pass functional leak testing. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. DHR review was not required as the investigation was unconfirmed. Based on the results of the investigation no additional action is required at this time. The reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter that was placed in the patient during the surgery on (B)(6) 2021 fell out naturally on the next day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter that was placed in the patient during the surgery on (B)(6) 2021 fell out naturally on the next day.